Event description:
"S/p b subgl infra 245cc gel salines (surgitek) - in the mid-late 1990's developed systemic sx's & rash on ant trunk & had MRI which indicated rupture. Also had ptosis & encapsulation. Had b capsulx/removal & submusc replacement with textured contoured mcghan 330cc salines. Both implants were ruptured r>l & purulent fluid was found on r side. The pt states that since sx b breasts hurt l>r. The breasts are increasingly distorted & deformed & systemic sx's markedly worsened. Has recently been dx'd as having hepatitis c & is offered interferon rx. Pt desires removal of implants. Has been otherwise healthy."